Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s body via a sheath introducer. Around 5 minutes after the lead insertion, it was noticed that blood had infiltrated into the inside of the insulation of the lead. At this point, the lead tip had reached the ventricular septum using two curved stylets (this was done by positioning the lead tip near the pulmonary artery first, and then putting it down to the septum). As the blood could not be wiped off, it was confirmed to be present inside the lead, not on the surface. As it was additionally confirmed that blood had infiltrated into many areas inside the lead, the whole lead was extracted from the sheath. Then, it was revealed that blood infiltration had occurred in an extensive range covering from the lead tip to the lead connector. The insulation was visually checked, but no damage was found and thus the cause of the blood infiltration was not identified. Another lead in the ventricle, the procedure was completed.

Event description:
On (B)(6) 2017, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s body via a sheath introducer. Around 5 minutes after the lead insertion, it was noticed that blood had infiltrated into the inside of the insulation of the lead. At this point, the lead tip had reached the ventricular septum using two curved stylets (this was done by positioning the lead tip near the pulmonary artery first, and then putting it down to the septum). As the blood could not be wiped off, it was confirmed to be present inside the lead, not on the surface. As it was additionally confirmed that blood had infiltrated into many areas inside the lead, the whole lead was extracted from the sheath. Then, it was revealed that blood infiltration had occurred in an extensive range covering from the lead tip to the lead connector. The insulation was visually checked, but no damage was found and thus the cause of the blood infiltration was not identified. Another lead in the ventricle, the procedure was completed.